Manufacturer narrative:
Device is a combination product device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as silent ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) with 99% stenosis, a length of 10 mm, and reference vessel diameter of 3.50 mm. It was treated with pre-dilatation and placement of a 3.50 x 12 mm study stent. Following post dilatation, residual stenosis was 0%. In addition, the non target lesion located in the mid left anterior descending (lad) artery was treated with placement of an unspecified drug eluting stent. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented in hospital for cardiac catheterization to check the coronary anatomy and measure of the aortic gradient. Coronary angiography was performed and revealed a totally occluded, isr pattern 4 with a length of 12.4 mm, of the previously placed study stent located in the proximal rca. No intervention was performed to treat the event and the patient was discharged on the same day.